Event description:
It was reported that a non-pacer dependent patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited noise. The noise could not be reproduced in clinic with isometrics or pocket manipulation. All electrical measurements were stable. No intervention was performed; the patient would continue to be monitored. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).